Event description:
It was reported that the gas/water valve tested positive for sphingomonas sp. And mycobacterium neoaurum. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of customer third-party testing, the device evaluation and the complaint investigation. The date of event is unknown. Updated fields: h6, h11. Customer provided the following result of the culture test, performed at the third-party labs. Sampling date: (B)(6)2025 sampling from: ni cfu: ni bacterial identification: bacillus infantis the legal manufacture reviewed the customer provided cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, the device was not returned therefore olympus could not perform culture testing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information.